Event description:
It was reported that the migration of the generator was seen. Patient was referred for a pocket revision. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device.

Event description:
Additional information received. It was noted that the migration was caused by patient physiology/weight fluctuation. Surgical/medical intervention is still pending. The medical intervention noted was for patient comfort only. No other relevant information has been received to date.